Event description:
On 8/9/95 at 1:55pm coronary artery bypass graft x4-surgery completed at 6:15pm by dr. The pt underwent the CABG successfully without complications. Defibrillator in or did not work. Crash cart defibrillator was used.